Manufacturer narrative:
Evaluation: the device in question was returned to our facility in a used and damaged condition. Our investigation confirmed that extreme coil elongation was present throughout the entire length of the coil. In addition, the distal weld ball was noted to be missing from the guide. Based on the information provided and the characteristics displayed, it is possible that inadvertent contact was made with the needle bevel during an attempt to remove the mandril guide through the needle. We do state on the attached caution label: "withdrawal or manipulation of distal spring coil portion of the wire guide through needle tip may result in breakage."

Event description:
Following insertion of the puncture needle, the mandril wire guide was inserted through the needle, during which time, the wire guide bumped against the wall of the common bile duct and became stuck. Attempts to remove the wire guide by turning it along with the needle, unraveled the wire guide, causing the distal tip of the wire guide, measuring 2cm, to separate and remain in the bile duct. The physician withdrew them forcefully and used a replacement for the procedure. At this time, no complications have developed. We were advised that the patient was informed of the situation and did not complain. The physician commented that he is aware he should have stopped advancing the wire guide when he felt resistance.